Event description:
It was reported that during a routine device generator replacement procedure when connecting the existing right ventricular (rv) lead to the device the physician noticed that the insulation was pulled back from the terminal pin. The lead must have had a fracture on the outer conductor as the pace impedance measurement was greater than 3,000 ohms. A repair kit was used, and the device was programmed to unipolar sensing. They confirmed everything was looking good and rv is pacing at 50 percent. At this time, the lead remains in service. No adverse patient effects were reported.